Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p26 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed (B)(6) results on the alinity analyzer. No specific data was provided, however the data was initially (B)(6) and repeated (B)(6). No impact to patient management was reported.

Manufacturer narrative:
On november 20, 2018, the product evaluation was updated and the event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the design history file, and a review of labeling. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer's issue or likely cause lot number. No return patient sample was available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.